Event description:
The customer reported that while the unit was in use on a pt, the unit would not trigger on a v pacer waveform. The pt was switched another unit and therapy was continued. No pt injury was reported.